Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The behavior of the anomaly was found to be consistent with an anomaly in the medtronic navigation software anomaly tracking database. However, confirmation of addition to the database has not been provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been returned to the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported while outside of procedure, that the navigation system exited unexpectedly while loading exams. There was no patient present at the time of the issue. No additional information was provided.